Manufacturer narrative:
G4: 26feb2020. B4: (B)(6)2020. The touchscreen was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11dec2019. Date of report: 12dec2019. Results and conclusions code corrected after further investigation, the unit is still pending repair per field service engineer (fse). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 14 november 2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. .

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement.